Event description:
(B)(4). The patient was enrolled in (B)(6) of 2006. The target lesion was a type ii lesion in the right carotid artery with a 7mm reference vessel diameter and an 11mm length. There was 50% stenosis as measured by nascet. The vessel/lesion description was negative for thrombus, ulceration, dissection or pseudo aneurysm, calcium or target vessel tortuosity. The carotid wallstent monorail stent with a 7mm diameter and a 30mm length was implanted. The filterwire ez was used as cerebral protection. The pta was performed using an ultra-soft balloon dilatation catheter. Atropine 1 ui and nootropil (dose not provided) were given during the procedure. No perioperative events occurred. The procedure was technically successful, there was successful use of the cerebral protection device and successful placement of the stent at the intended site. Residual stenosis was 0-29%. Post-procedure assessment documented that the carotid stent was patent with 0% restenosis. The patient was prescribed plavix (dose not provided). The patient was asymptomatic with no complications less than 24 hours post-procedure. The patient had a one-month follow up assessment performed in (B)(6) of 2006. The carotid stent was patent with 0% residual stenosis. The patient was asymptomatic. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. There were no complications since the last patient assessment. The patient had a six-month follow up assessment in (B)(6) of 2006. The patient remained asymptomatic. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. There were no complications since the last patient assessment. The wallstent was no longer patent with 80% residual stenosis. The patient had an interventional procedure in (B)(6) of 2006, "a. Carotid. I. D. Instent restenosis +pta.." At the 12-month patient follow up assessment the patient remained asymptomatic with neurological deficits unchanged from prior assessments. The wallstent was patent with 10% residual stenosis. No complications since the previous visit.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.